Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient had questions concerning her device not connecting. The patient stated that the device was not working and she thought that the device was disconnected. The patient noted that she had tried 3 different remotes and the device was not working since (B)(6) 2018. It was mentioned that the patient believed her leads came apart under her bandage and she was sore and uncomfortable. The patient reported again that her device was not connected and she was not tracking symptom data. The patient confirmed she was going back to the doctor to have the device reconnected. Additional information was received from a health care professional (hcp) and the patient's remote control would not allow her to increase stimulation and the device had reading on the screen to contact a clinical representative. The patient was contacted and they tried to bond the device and verify unit with her device but were unable to connect over the phone. The manufacturing representative (rep) drove an hour away to meet the patient and provide her a new one but she couldn't get the new device to pair with the remote. It was stated that they tried an additional remote from his trunk and it still wouldn't bond. The rep noted that it appeared that the lead became disconnected from the adaptor on her back. The patient was instructed to visit the hcp's office. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was received that the patient's right lead was completely out of her back and the leads were removed on the left side as well. The health care professional (hcp)stated that the patient was taken to the operating room to redo the stage 1 on (B)(6) 2018. The hcp noted that stage 2 was completed on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.